Event description:
The patient underwent hernia repair surgery on (B)(6) 2002, during which a gynecare tvt was implanted. It was reported that the patient experienced incontinence, prolapse, and pain. No additional information was provided.

Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).